Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During implant, the atrial lead capture threshold was high. The physician elected to use another atrial lead, which was successfully implanted on (B)(6) 2020. The patient was stable throughout.

Event description:
Additional information received with the return of the lead indicated damage due to being crushed by the patient's clavicle.

Manufacturer narrative:
Analysis was normal. No anomalies were found.